Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for jaw misalignment. The jaw alignment was normal. Instead the evaluation found the teflon pad charred and pushed in on the side, exposing metal underneath the pad. A crack was also found on the probe, and the device failed the probe check. Based on similar reports, a potential cause for the damage to the teflon pad and to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
One (1) of 2. Olympus was informed that during an anal polyp excision procedure, the jaws of the device were misaligned, causing the device to not work after a few seconds. There was no reported patient injury or additional bleeding, and the patient was reported to be doing well. The procedure was completed with another similar device.